Event description:
It was reported that the lead was capped due to out of range impedance measurements and the threshold was at the highest output. An insulation break was suspected. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).